Manufacturer narrative:
(B)(4). Concomitant medical products: blunt tip screw, 4x34mm item# 47-2486-034-40 lot# 3076619; blunt tip screw, 4x36mm item# 47-2486-036-40 lot# 3076800; blunt tip screw, 4x38mm item# 47-2486-038-40 lot# 3078221. Foreign japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00610; 0009613350 - 2022 - 00611; 0009613350 - 2022 - 00612.

Event description:
It was reported that the surgeon found that the proximal screw was backed out from the proper position five (5) months after the initial surgery. The surgeon will continue to monitor the patient's condition. Revision surgery is not currently planned. No further patient outcome was provided. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Products remain implanted. No product was returned or pictures provided: product evaluation could not be performed. Review of the manufacturing records identified no deviations or anomalies during manufacturing related to the reported event. Devices used for treatment. Medical records were not provided. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that system performs better and/or in equal range in comparison with legally marketed similar devices. Therefore, no design changes were conducted. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.